Event description:
Rn reported home pt (hp) noted leak with 3 month old transfer set. Upon investigation by the rn, no hole or leak was noted, however, fluid was seen bubbling on the main body of the transfer set. Rn reported transfer set was changed by her with no pt injury or medical intervention related to this incident.